Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump was priming the cartridge during the loadstep with two cartridges, today. Reportedly, each cartridge pushed insulin all out and the pump alarmed with a no cartridge detected message. The reporter stated that the patient was disconnected during the load step and that there was no recent trauma to the pump, no change to the display, and that the patient filled the cartridge appropriately each time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.